Manufacturer narrative:
The part was received for further investigation and the defective u1 created the air flow accuracy test to fail.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the ventilator alarmed with occlusion message. The customer reported there was no patient involvement.

Manufacturer narrative:
Contact office correction: (B)(4). The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the blower motor assembly, data cable, and air flow sensor. The device is back in service.

Event description:
The customer reported that the ventilator alarmed with occlusion message. The customer reported there was no patient involvement.